Manufacturer narrative:
Sc-8216-50 (B)(4): visual inspection of the lead revealed that the body of the paddle end has been severely damaged. All electrodes were dislodged from the paddle end but only 5 electrodes were returned. The paddle end was split in half and it appears that excessive tensile force was exerted onto the lead bodies pulling the cables that are connected to the electrodes.

Event description:
A report was received that the patient underwent a lead replacement procedure due to a broken lead. The physician replaced the lead however parts of the lead could not be retrieved during surgery. The physician suspected that the event was due to the strong physical activity of the patient.

Event description:
A report was received that the patient underwent a lead replacement procedure due to a broken lead. The physician replaced the lead however parts of the lead could not be retrieved during surgery. The physician suspected that the event was due to the strong physical activity of the patient.